Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 11 atms on the third inflation. (The number of atms reached on the initial two inflations is unk). The procedure was successfully completed. No pt injuries or complications were reported. No additional info is available regarding this event.